Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number and serial number; however, lot number and serial number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545 . Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a high blood glucose event (400 mg/dl) on (B)(6) 2026 after the sensor fell off following 4 days of wear. The patient was treated with the insulin pump.